Event description:
The customer observed a false positive alinity I troponin result generated on an alinity I processing module for one patient. (B)(6) initial result = 102 ng/l, repeat result = 1.9 ng/l. The sample was ran on another instrument generating a result <1.9 ng/l. There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. Review shows the patient median results for the complaint lot are within established limits and comparable with historical lots in the field, indicating the reagent is performing acceptably. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 58239ud00 was identified.

Event description:
The customer observed a false positive alinity I troponin result generated on an alinity I processing module for one patient. Sid (B)(6) initial result = 102 ng/l, repeat result = 1.9 ng/l. The sample was ran on another instrument generating a result <1.9 ng/l. There was no impact to patient management.